Event description:
It was reported that while using bd vacutainer® flashback blood collection needle blood leaked from the holder. The following information was provided by the initial reporter: while collecting the sample, the blood started leaking out from the holder.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 31-oct-2023. H.6. Investigation summary: material #: 365076. Lot/batch #: 3145996. Bd received 1 used sample and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Initial reporter address: (B)(6) . H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle blood leaked from the holder. The following information was provided by the initial reporter: while collecting the sample, the blood started leaking out from the holder